Event description:
It was reported that during surgery to repair meniscus that the juggerstitch implant broke the inserter. There was no reported harm or injury to patient and no reported delay. Due diligence complete for this complaint. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the provided photo identified the depth stop assembly has been removed from the inserter/handle. Due to the quality of the photo, the needle fracture cannot be seen. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.